Manufacturer narrative:
Device evaluation summary: according to the information received, it was reported patient dissatisfaction with procedure outcome. During evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation primary with a saline mentor smooth round moderate plus profile 350cc breast implant and experienced deflation on the left breast and dissatisfaction with the procedure outcome. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implants, catalog number 3503501bc, lot number 7690018, serial number (B)(4)(l) and (B)(4)(r) on (B)(6) 2019.